Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that premature eri after implant in (B)(6) 2025. Low battery is shown on smart programmer. Stimulation configuration set to case +, 0-, 1-, 2-, 3-, 2.7 ma, 270 s, 17 hz. Ipg replacement will follow (date asked, but unknown).

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient's indications for use was fecal incontinence. The rep stated that the following reprogramming was performed on (B)(6)2026: 1-, 2+, amplitude unknown. The rep noted that the replacement was scheduled for (B)(6)2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.